Event description:
It was reported that the patient presented to an outside hospital emergency department with low flow alarms and worsening weakness associated with dizziness, fatigue, myalgias, nausea, and decreased apetite. The patient was transferred to another hospital and was admitted for hypertension, hyperglycemia, volume depletion, and low flow alarms. On (B)(6) 2022, the patient had a right heart failure and was started on milrinone for right ventricle dysfunction on echocardiogram. At admission, the patient's sugar level was greater than 800 and a1c was greater than 21. The sugar level continued to be high until regimen of lantus (insulin glargine) 50 in the morning and 40 in the evening, 10 of prandial, and sliding scale insulin. It was believed the chronic hyperglycemia caused low volume and triggered the low flows. The patient was to follow up with endocrinologist as outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion:the report of low flow alarms could not be confirmed as no log files were provided by the account for review. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the low flows resulted from low volume due to the patient¿s chronic hyperglycemia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Multiple attempts were made to obtain additional information regarding the reported events, including requests for log files; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿blood pressure management¿), states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs.no further information was provided. The manufacturer is closing the file on this event.